Event description:
Pt had a septic artificial knee explanted, bone spacer with simplex-p and stimulan used to fill void. Cement (pmma) spacer fortified with 2.4 gm tobramycin and 8gm vancomycin. Simplex-p already contains 1gm tobramycin. Add'l 2gm vancomycin incorporated into stimulan beads.